Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the monitor would not operate in the ac mode. It would only operate on battery mode. The power supply was replaced in order to correct the problem. Since this event occurred during routine testing, there was no patient involvement during this event.